Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information available, the root cause for the valve stenosis five years and 8 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (not provided) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 8 months post implant of a 23mm sapien valve in the aortic position, the patient presented with stenosis of the valve leaflets. During a transfemoral valve in valve procedure, a 23mm sapien 3 valve was implanted in the existing sapien valve. Both valves remain implanted in the patient.